Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3391s-40 (lot: v593922); product type: 0200-lead; implant date: on (B)(6) 2013; explant date: on (B)(6) 2024, brand name activa; product ID: 3708660, (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2013; explant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient was in a car accident, where the car was totaled, but the patient did not have any major injuries, afterward, the physician noticed impedance issues on the patient's left lead and some symptom return. The surgeon identified that the lead was broken during surgery on (B)(6) to investigate a possible extension or lead break from the car accident. The battery, extension, and half of the lead were explanted. The rest of the lead will be removed when they re-implant the patient, although the surgery date is unknown. All of the devices on the right side of the patient were explanted on (B)(6), and new product will be re-implanted soon. The issue was resolved at the time of this report. The healthcare professional had no further information regarding this event.